Event description:
The surgeon inserted an implantable collamer lens. The lens was inserted upside down. The surgeon believes there is a problem with the injector because there was difficulty releasing the lens. The lens was removed without enlarging the incision and no sutures were required. There was no patient injury.